Event description:
It was reported that during an implant procedure, the patient experienced heart failure. Emergency rescue was conducted, and the right ventricular lead was removed; the device implant operation was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.